Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during use of a homechoice cassette. The event was further described as "some solution left under the door¿. This was observed during set up of peritoneal dialysis (pd) therapy. The connections were properly tightened; no damage was noted on the supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.